Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was 215 mg/dl. The customer stated that he also experienced air bubbles and had gone through several infusion sets. Troubleshooting was done. The customer stated that the air bubbles were at the top of the reservoir. The customer expressed that the size of the air bubbles was large. Advised customer to change the infusion set. The customer confirmed that the air bubbles persisted after the infusion set change. Advised to monitor the issue and call back if the issue persisted. After going through several infusion sets, the customer fixed the issue. Advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.